Event description:
In 2005, the pt reportedly experienced vertigo nausea, and headache when using their cochlear implant system. The pt also reported a bump at the implant site. In july 2005, the pt was seen at a clinic for an infection and wound breakdown at the skin flap incision line. In august 2005, the pt underwent explant surgery. Sorratia marcoscons was found in a bacterial culture.